Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump was beeping and returning no delivery alarms. Customer reported that a closed circle was visible on the display screen. Customer reported that the insulin pump was not in use for about one year and had just recently been reprogrammed. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.